Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred ninety minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the device. A blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It was reported that broken fibers were noted within the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, the patient¿s treatment was discontinued. The patient did not get re-setup for additional hd therapy. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak occurred ninety minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the device. A blood test strip was used to test for the presence of blood, and it tested positive. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. It was reported that broken fibers were noted within the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Following the event, the patient¿s treatment was discontinued. The patient did not get re-setup for additional hd therapy. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.